Event description:
It was reported that prior to starting a da vinci si hysterectomy procedure, the black shaft of a monopolar cautery instrument detected scratches and damage with risk to flowing monopolar energy. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found black tube insulation damaged at the distal end. Insulation was gouged in various places and had a pieces of insulation lifted up and metal shaft is exposed as a result. An additional observation not reported was a small crack found on back end of the housing near the release lever. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the tube abrasions with material removed, could likely cause or contribute to an adverse event if the failure mode were to recur.